Event description:
The customer reported that an 840 ventilator was giving a low fio2 alert. The pt was removed from the ventilator without any change in therapy. The customer reported to have calibrated the oxygen sensor. Covidien was not authorized to service the device.